Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design. Corrective action was taken using sb0001. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the ventilator is not ventilating at the proper rate. Will free flow air without stopping.: